Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device recorded an asystole event that lasted 11 seconds, but the device denoted it as lasting only 3 seconds. The customer was dissatisfied with the way that the event was recorded. The device remains in use. No patient complications have been reported as a result of this event.